Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began the treatment for the peritonitis with injection (inj) fortum (ip) intraperitoneally 1 gram, once a day (duration not reported) and inj vancomycin, ip 1 gram, once in 5 days (duration not reported). At the time of this report, the patient remained hospitalized, the peritonitis was resolving, the patient was recovering, and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, antibiotic treatment for peritonitis (fortum and vancomycin) was discontinued. It was reported that the patient recovered from the event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.